Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r87-22, that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer observed false negative sars-cov-2 igm and sars-cov-2 igg results for two asymptomatic patients on an architect i2000sr analyzer. The following data was provided: sample ID (B)(6) igm result, on (B)(6)2020, was 0.47, repeated on (B)(6)2020, was 0.49 index (s/c), which are negative; igg result, on (B)(6)2020, was 0.27, repeated on (B)(6)2020, was 0.28 index (s/c), which are negative; roche total antibody result, on (B)(6)2020, was 31.13, repeated on (B)(6)2020, was 31.56 (no units of measure were provided), >/=1.00 is positive; snibe igg result, on (B)(6)2020, was 11.1 au/ml, >1.00 au/ml is positive. Sample ID (B)(6), on (B)(6)2020, igm result was 0.19 index (s/c); igg result was 0.18 index (s/c); roche total antibody result was 2.79 (no units of measure were provided); snibe igg result was 4.4 and igm result was 0.30 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg and architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Device history record review on lots 18276fn00 and 20611fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not complete as patient samples were not available. Sensitivity testing was done using in-house retained kits of lot numbers 18276fn00 and 20611fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lots are performing acceptably. The customer reported negative results for two patients when using architect sars-cov-2 igg lot 18276fn00 and architect sars-cov-2 igm lot 20611fn00. The samples were repeated and were also negative. When the samples were sent to a support laboratory for testing with roche and maglumi platforms, the results for both samples were positive. Both patients were asymptomatic and were not immunocompromised. In this case, the patients were asymptomatic. A direct comparison should not be made between the architect sars-cov-2 igg assay and the maglumi assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2, whereas the maglumi assay is designed to detect antibodies against the spike antigen of sars-cov-2. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from one immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Per the clinical performance section of the igm package insert, a study was performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator. 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The study data is presented both including and excluding immunocompromised specimens. The specimen cohort assessed in these studies consisted of twenty-eight (28) specimens from 8 immunocompromised patients. When the results from these specimens were excluded from the assessment, the positive percent agreement (ppa) at 15 to 30 days post-symptom onset is 96.67% (95% ci: 90.65, 98.86) and at 15 to 30 days post-positive pcr result is 100.00% (95% ci: 93.47, 100.00). However, when the immunocompromised specimens were included in the assessment, the observed ppa at 15-30 days post-symptom onset was 91.26% (95% ci: 84.22, 95.33) and 15 - 30 days post-positive pcr result was 93.94% (95% ci: 85.43, 97.62). Additionally, review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with abbott product labelling for 125 patients who tested rt-pcr positive for sars-cov-2. This study found sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igg reagent lot 18276fn00 and architect sars-cov-2 igm lot number 20611fn00 are performing as intended, no systemic issues or deficiencies were identified.